Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen, which is off label usage of the device on (B)(6)2024. On (B)(6) 2024, the patient stated her dexcom errored and was only showing ¿---¿ instead of any cgm readings. The patient had been without cgm readings for ¿over an hour¿ before the patient lost consciousness. It was reported she was unconscious for several hours. Once the patient was found by her husband, he provided the patient with soda and milk to drink. The patient¿s husband did not perform a bg meter reading on the patient during this event. The patient reported she recovered at home and after an hour (after drinking the soda and milk), she was ¿fine and back to normal¿. There was no report of the patient seeking assistance from higher level of care for this event. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.